Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Parent reported a broken/detached needle/cannula.